Event description:
This was a vascular intervention case performed in the angio suite, to treat a non-healing ulcer in the left leg. During the case, resistance was met when removing the quick cross. It was visually noted that the tip of the quick cross had broken off the catheter once removed from the sheath. The distal marker was noted in the patient under fluoroscopy. When identified, two attempts to snare the piece were made, but they were not successful. The physician then performed an angioplasty and placed stents in the area where the tip remained, adhering the fragment to the wall of the vessel. There was no decline in the patient status during the case. No harm to patient, per physician.